Manufacturer narrative:
(B)(4).

Event description:
New information noted that the patient presented in clinic for follow-up on (B)(6) 2015 and the lv thresholds remained high but stable. The patient was again seen in clinic in (B)(6) 2015; (B)(6) 2016 with the thresholds remaining stable. It was noted that the correct serial number for this lead is (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post op check, an increase in capture threshold was observed on the left ventricular lead. It was determined to be dislodged. No patient symptoms were reported. The lead was successfully revised.

Manufacturer narrative:
(B)(4).